Manufacturer narrative:
Additional information: h6, notified date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the guidewire port (which meant the tip) had an obvious truncation problem which meant there were obvious signs of breakage and dislocation at the guidewire position. There was resistance when inserting the guidewire on the puncture needle. They tried to adjust the angle and push the guide wire several times, but all failed. It was necessary to remove the guide wire together (at the same time) with needle (from where it was inserted). The catheter was not repaired. There was no leak. No cleaning was used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. There were no tools used when trying to remove the guidewire. The guide wire did not break into pieces. The guide wire used was the one included in the kit. The dimension(s) of the guide wire matched what was indicated on the label. There was no dimension issue noted. Nothing unusual was observed on the device prior to use. Flushing was done prior to use, and the result was normal. No other defects or damage were found on the product. No other products were being utilized with the device. There was no excessive force required to remove the guidewire. The product was replaced with another lot on the same day, and the p rocedure was completed. There was no blood loss. A blood transfusion was not required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one palindrome guidewire with visible signs of damage. The j-hook at the distal end of the guide wire had become bent out of shape and a kink was found further down. At the proximal end, there appeared to be no core as the guide wire was very flimsy. It was reported that the guide wire was unable to be withdrawn, and there was a guide wire issue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the guidewire port had an obvious truncation problem. There was resistance when inserting the guidewire. They tried to adjust the angle and push the guide wire several times, but all failed. It was necessary to remove the guide wire together (at the same time) with the catheter or needle (from where it was inserted). The catheter was not repaired. There was no leak. No cleaning was used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. There were no tools used when trying to remove the guidewire. The guide wire did not break into pieces. The guide wire used was the one included in the kit. The dimension(s) of the guide wire matched what was indicated on the label. There was no dimension issue noted. Nothing unusual was observed on the device prior to use. Flushing was done prior to use, and the result was normal. No other defects or damage were found on the product. No other products were being utilized with the device. There was no excessive force required to remove the guidewire. The product was replaced with another lot, and the procedure was completed. There was no blood loss. A blood transfusion was not required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.